Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ granuloma: unable to observe as it is a medical event not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left "granuloma formations" and "cystic nodule" (non device related). The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported left "granuloma formations" and "cystic nodule" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.